Event description:
It was reported that the 9800 system had a filament regulator error and kv error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased, and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.